Manufacturer narrative:
Product event summary: the device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files revealed multiple increases in power consumption starting (B)(6) 2017 and 1 high watt alarm was logged on (B)(6) 2017. 1 low flow alarm was logged on (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed slight, focal areas of apparent abrasion on two adjacent impeller blades and a small area of suspected contact with the impeller on the ceramic surface of the lower housing. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering a high watt alarm. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that five days after left ventricular assist device (lvad) implant the pump was exchanged due to a suspected pump thrombosis. No labs or other data has been provided by the hospital. No further patient complications have been reported as a result of this event.